Event description:
At the dental meeting 5/95 the product was for sale and claims were made that it substantially reduced biofilm in waterlines between pt visits. The co could give rptr no data on their studies. Rptr is wondering if "they" know whether or not it works. (*)